Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing unknown spinal therapy with diagnosis of cervical spondylolisthesis. It was reported that, the event occurred during a cervical disc replacement. Holes were being drilled through the guide and drill bit broke. Surgeon noticed when last hole was being drilled. The hospital elects to reuse drill bits. To remove the broken drill bit, a little bone removed in the rail channel. There was a delay of 5-10minutes reported as a result of this event. No broken fragments of the instrument remained in patient. Reported product was discarded by the customer. No symptoms to patient or physician and no further complications reported.